Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that evis exera iii colonovideoscope, angles are reduced in all direction. The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the nozzle has foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: low angulation; distal end cover has foreign object on it; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; grip has stain; scope cover unit has foreign objects; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; nozzle is shaved; due to clogging of nozzle, water removal ability does not meet the standard value; nozzle has foreign objects; reduced angulation; due to wear of angle wire, the play of up/down knob is out of the standard value; scope cover case unit has foreign objects; scope cover has foreign objects; up/down knob has foreign objects; light guide lens has a crack; distal end cover is shaved; switch1 has a cut; right/left knob has foreign objects; adhesive on bending section cover or distal sheath rubber is detached; switch box has foreign objects; connecting tube has foreign objects; universal cord has a scratch; plug unit has stain; control section has stain; and bending section cover or distal sheath rubber has foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.